Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 320 mg/dl. The customer alleged insulin pump was under delivering as the insulin pump was not delivering insulin when the customer had high blood glucose level. The drive support cap appeared to be normal. The customer performed high pressure test and insulin pump received no delivery alarm. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened all button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery anomaly and perform delivery accuracy test due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.